Manufacturer narrative:
The insulin pump was received with intermittent button response due to the lcd keypad connector not plugged in properly. No a39 alarm noted. The insulin pump passed the self test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed, indicating an off no power anomaly and an "spi to motor pic communication" error. The blood glucose reading was 145 mg/dl. No significant events leading to the keypad issues were observed, and the customer stated that the alarms occurred all of a sudden. He noted that he did receive a low battery alert prior to the off no power alert, which was explained to be indicative of normal device behavior. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.